Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not trigger an alarm between 1:30-1:45am on (B)(6) 2016. The patient was connected to a monitor. Only EKG and af were controlled, and blood pressure and spo2 were not measured. No alarm was generated regarding the personnel. No ECG alarms were transmitted to the monitoring center. The patient died on (B)(6) 2016. The customer suspected a stroke, patient died after coronary and not executed CPR.

Manufacturer narrative:
The report of the alarms not going off was not supported by the monitoring data. There was no malfunction. A review of the alarm logs also showed several alarms at the time of the reported event, including instances of the alarms being silenced. Philips cannot determine whether the delay in treating this patient was causal or contributory to the death. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that the monitor did not trigger an alarm between 1:30-1:45am on (B)(6) 2016. The patient was connected to a monitor. Only EKG and af were controlled, and blood pressure and spo2 were not measured. No alarm was generated regarding the personnel. No ECG alarms were transmitted to the monitoring center. The attending clinician was aware of the patient's condition, when the issue occurred. It was noted that there was a delay in treatment, due to this issue. The patient died on (B)(6) 2016. The customer suspected a stroke, patient died after coronary and not executed CPR.

Manufacturer narrative:
Based on the information contained in the alarm logs, the arrhythmia alarms were turned off the day prior to the reported event; the arrhythmia alarms were turned back on after the incident. There was no product malfunction. A review of the alarm logs confirmed the status of the arrhythmia alarms being off during the time of the reported event. Philips cannot determine whether the delay in treating this patient was causal or contributory to the death. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. The IFU for this device states "warning selecting pulse as the active alarm source for hr/pulse switches off the arrhythmia alarms listed in the section ¿ECG and arrhythmia alarm overview¿ on page 165, including asystole, vfib and vtach alarms, and the heart rate alarms. This is indicated by the message ECG/arrh alarmsoff (unless this has been configured off for your monitor), and the crossed out alarm symbol beside the ECG heart rate numeric. The message ECG/arrh alarmsoff can be configured off, or to switch to a yellow (medium severity) inop after a fixed number of hours. High and low pulse rate and extreme bradycardia and extreme tachycardia alarms from pulse are active." No further investigation is warranted at this time.